Event description:
Covidien received information stating that during use on a patient a 980 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction in the diagnostic logs. The cse was not able to duplicate the malfunction. The cse upgraded the software to the current revision and performed extended self-testing on the device and all tests passed.